Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt's processor has been broken since 2005, it was repaired but the pt did not collect it; since then he has not been using his processor, as he did not like the sound.